Event description:
It was reported the lead was surgically abandoned due to high out of range pacing impedance measurements of greater than 2000 ohms, oversensing of noise with pacing inhibition and asystole greater than 2 seconds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).